Event description:
Complaint reported as: customer called to report the catheter would not flush during use. No further information available. No patient injury reported.

Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was packed and inspected according to our specifications. No non-conformance reports were originated for the lot# in question that can be associated to the complaint reported. No conclusion can be established due to lack of product sample.